Event description:
On (B)(6) 2010 pt reported he could see insulin leaking at the bottom of the insulin cartridge. Pt reported he just changed the insulin cartridge earlier today. Pt stated when he was filling the cartridge he unintentionally pulled the plunger rod completely out of the insulin cartridge and then put the plunger back into the cartridge and continued to use it like that. Advised pt the seal has been ruptured. Patient reported he will change the insulin cartridge. Pt declined troubleshooting and stated he will work on the infusion device and insulin cartridge. Patient stated the insulin in the cartridge chamber was a very small amount and not a pourable amount. Pt reported he would dry out the cartridge chamber with a cotton swab. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested.